Event description:
Customer's family member reported customer being hospitalized for diabetic ketoacidosis. Troubleshooting was performed and pump programming and function appeared to be normal. Customer had declined replacing pump as per physician stating that diabetic ketoacidosis was not device related.